Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at a friend's house. The cause of death was is still unknown and currently under investigation. The customer's blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The reporting party indicated they were unaware of the deceased event details. The caller declined to return the insulin pump for analysis as they are not sure who has the insulin pump.